Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 216mg/dl. The customer states their levels had risen to 415mg/dl. The customer states they treated with bolus from pump. Troubleshoot was conducted. The customer was advised the high was attributed to not covering for their carbs. The customer was advised of active insulin in their body. The customer was advised to monitor the device and blood glucose levels. The customer was advised to call back if levels do not drop and issues persist.